Manufacturer narrative:
Qn#(B)(4). Additional information indicates that the ez-io was inserted manually successfully therefore the event is not reportable. Report (B)(4) is being retracted. It is not a reportable event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an ezio device failed mid procedure. The device was checked beforehand and had a green light but part way through the procedure, the device failed with no red light and basically just slowed to a stop. No other information.